Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower motor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a third party service center needed to replace the ventilator's blower to address a failed test. The report was submitted with section b.2. Having the selection "life threatenting" incorrectly selected. There was no adverse event reported and this was selected in error.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower motor needs to be replaced to address the issue. There was no harm or injury reported. The investigation findings did not uncover any details that would change or modify the risk of the device.this failure is covered in the trilogy evo risk assessment, (B)(4), rev 20, under hazard tags los04, los07, und05, swi04, and vol01. Pil installed the trilogy evo system pca on the trilogy evo stb started and ran therapy for approximately 30 minutes and the system pca operates as designed. Pil then tested the system pca on the pil trilogy evo multifunctional test station and passed flow verification testing. Pil concluded that the system pca operates as designed. Pil was able to confirm the failure of the aecm solenoid. Pil installed the trilogy evo aecm solenoid on the trilogy evo stb started and ran therapy for approximately 30 minutes and the solenoid operates as expected. Pil then tested the solenoid on the pil trilogy evo multifunctional test station and passed aecm verification at post test, but failed aecm verification at pretest. Pil suspects contamination internal to the solenoid caused the test failure. The trilogy evo system pca and evo aecm solenoid has been scrapped. Section h3 and h10 corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a trilogy ev300 device's sound abatement foam. There was no report of patient harm or injury. A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.during the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower motor needs to be replaced to address the issue. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The investigation findings did not uncover any details that would change or modify the risk of the device.this failure is covered in the trilogy evo risk assessment, ER 2227245, rev 20, under hazard tags los04, los07, und05, swi04, and vol01. Pil installed the trilogy evo system pca on the trilogy evo stb started and ran therapy for approximately 30 minutes and the system pca operates as designed. Pil then tested the system pca on the pil trilogy evo multifunctional test station and passed flow verification testing. Pil concluded that the system pca operates as designed. Pil was able to confirm the failure of the aecm solenoid. Pil installed the trilogy evo aecm solenoid on the trilogy evo stb started and ran therapy for approximately 30 minutes and the solenoid operates as expected. Pil then tested the solenoid on the pil trilogy evo multifunctional test station and passed aecm verification at post test, but failed aecm verification at pretest. Pil suspects contamination internal to the solenoid caused the test failure.  The trilogy evo system pca and evo aecm solenoid has been scrapped.   Section h6 updated in this report.